Event description:
Received in situ testing showed 9 channels possibly involved in a short circuit and another 3 with status hi. An accident or trauma is not known. The family of the patient said the hearing was not affected. When stimulated, the patient showed response.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. It was reported that the touch screen is cracked and inoperable. There was no impact to customers' blood glucose level.